Manufacturer narrative:
Follow-up #1 and final report submitted to update sections MFR name, city & state, MFR site, premarket identification, type of report, follow up type, device evaluated by MFR, adverse event problem, additional narrative based on the results of investigation. Carbon fibers are sticking out. Case type: tka. Product evaluation and results: visual inspection: confirm carbon fibers visible on the bar extension. Product history review: review of the device history records indicate (B)(4) devices were manufactured and (B)(4) device accepted into final stock on (B)(6) 2017. Complaint history review: a review of complaints related to p/n: 210070, lot number: 601589, shows 00, additional complaint(s) related to the failure in this investigation. Conclusion: the event is confirmed. Per d03391, preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event. No additional investigation or specific actions are required.

Event description:
Carbon fibers are sticking out. Case type: tka.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Carbon fibers are sticking out. Case type: tka.